Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly and insulin was squirting during priming. Customer stated that the buttons were locking on insulin pump. Customer stated that the battery life of insulin pump was diminished and rejects new battery. Customer stated that the insulin pump was changing battery frequently and received no delivery alarm. Customer stated that the rewind was loud. No harm requiring medical intervention was reported.